Event description:
Four bard PICC lines have broken in the past three months. The breakage has occurred at the intersection of the tubing with the hub. The breakage required each patient to have their PICC line removed and have another IV access line placed.